Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited out of range pacing impedances on the right ventricular (rv) channel. The out of range impedances triggered a mode switch to unipolar sensing and pacing which resulted in myopotential noise on the rv channel. The noise was oversensed and led to pacing inhibition with greater than 2 seconds of asystole. Boston scientific technical services (ts) reviewed data from the device and provided trouble shooting recommendations. Pacing inhibition due to oversensing of the minute ventilation signal was also observed. The minute ventilation sensor was programmed off. The recommended testing was performed and no changes in impedance were observed. The physician has elected to continue monitoring the system. This pacemaker remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.